Manufacturer narrative:
Date of event: date is unknown and was estimated based on aware date of report.

Event description:
It was reported that the device was tilted and had perforated the mesentery. On (B)(6) 2007, the patient was implanted with a greenfield filter. In (B)(6) 2022, it was reported that the filter was tilted and had perforated the mesentery. No further patient complications were reported.